Manufacturer narrative:
An event regarding alleged revision involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no items were returned. Complaint history review: not performed as no items were returned. Conclusions: the exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It's alleged by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2008 where he was implanted with a stryker hip system. It is further alleged that the hip failed and required revision on (B)(6) 2018.